Manufacturer narrative:
Date of event was reported as follows: wetting issue noted as "within the last 2 days" (B)(6) 2017). Stimulation on pubic bone started on (B)(6) 2017.

Event description:
Information was received from the consumer regarding a patient with implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had a loss or change in therapy. The patient stated that they were implanted for both their bladder and bowel and had been wetting urine. The patient did not feel the stimulation and the therapy was on. It was noted that their trial worked great and was working with their healthcare professional (hcp) to try to get 50% or more reduction in their symptoms (¿was praying it would work¿). The patient did not feel the stimulation in the correct area. The stimulation on program 2 was increased by the patient from 2.00 volts to 2.50 volts and then they stopped increasing. The patient then stated that sometimes (but not all the time) they ¿will feel stimulation on her 'pubic bone' on the side¿. The patient was unable to explain what they meant by ¿public bone¿ but confirmed that ¿it was not within the bike seat area¿ and the "most she feels it is on the bone". The patient told their doctor on (B)(6) (the day after implant) and was told that sometimes ¿there is some dry blood on the wires and for her to just turn the stimulation down but in the mean time she had ended up turning the stimulation up because she was wetting¿. The patient had been tracking their symptoms and reported that they had accidently changed the program to 4 and felt the stimulation in the right buttocks (confirmed within the correct bicycle area). They then changed the stimulation back to the program they had been on (program 2) because they were reminder by their daughter that the doctor had told them not to change program on their own. Additional information received from the patient reported that they saw their physician¿s assistant (pa) on (B)(6) 2017 and the therapy was still not working. The patient confirmed that they had a successful trial and did not know why the therapy was working as good. It was recommended for the patient to go through each program to see what results are and if there was no therapeutic benefit to request reprogramming. It was noted they are not see the pa in the office until (B)(6). There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp and a consumer (con). It was reported that the patient was seen on (B)(6) 2017 and didn't have any fecal incontinence symptoms at that time. Their urge urinary incontinence was well controlled, but they were having some symptoms of stress urinary incontinence. The patient was contacted on the afternoon of the report and continued to have no fecal incontinence. They were, at the time of the report, having some urge urinary incontinence symptoms and described many leakage events while they were walking. They were wondering if they may have a urinary tract infection (uti). They were going to order a urinary analysis (ua) and a culture. The patient was going to go in to the hcp office on the afternoon of the report. The patient also had a sensation on one side of their vagina. The patient reported on 2017-05-30 that they were in contact with their doctor and all was well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-06-19. The patient reported that the test showed no urinary tract infection.